Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental form will be submitted.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose levels (600 mg/dl). The customer was not admitted to the hospital.